Manufacturer narrative:
The ins and lead both fit into the risk based analysis criteria. Therefore analysis was not performed. (B)(4) apply to both the ins and the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bvdq, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported that a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor developed an infection which resulted in the device being explanted. No device malfunctions were associated with the explant and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.